Event description:
A malfunction was reported with the code malfunction 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.